Event description:
It was reported that when using the BD Pyxis¿ Medflex 1000, the device failed to power on. Investigation revealed that the MedBank cabinet was powered off.The customer stated that there was a delay in patient care.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN: (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN: (b)(6) was performed from the date of manufacture, 27-JAN-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the MedFlex unit was offline in LogMeIn application (LMI) and had been disconnected for approximately 3 days and 14 hours at the time of the call. A technical support specialist (TSS) instructed customer to unplug the power cord, wait one minute, and reconnect it. Following the power cycle, the machine successfully powered back on. Remote access was then established, and the MedBank application was launched, restoring the device to normal operation. The system functioned as intended after the technical support specialist troubleshot the device.